Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the pump was not working so it was removed. However, they were unable to remove all of the catheter and ligate it as a portion of the catheter was embedded in the bone and the patient had experienced confusion and urination issues. It was asked if leaving the catheter in place would cause those issues. The confusion and urination issues occurred following the explant surgery on (B)(6) 2013. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that the pump had "failed to operate" during back surgery. The patient's symptoms had not resolved and the status of the device was unknown as the patient was told it would not be possible to return the device following surgery.